Event description:
A malfunction alarm occurred with the customer's pump, displaying a malf 19 code. Although the malfunction alarm was triggered, the customer's blood glucose level was recorded at 282 mg/dl, which did not exceed 500 mg/dl and was therefore within an acceptable range. The customer transitioned to multiple daily injections (mdi) to maintain insulin delivery and planned to consult a healthcare professional. Tandem technical support arranged for a replacement pump, provided instructions on storage mode, and handled the return of the faulty pump to ensure no interruption in service.